Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a failure to deliver a shock to treat a slow ventricular tachycardia (vt). The patient was successfully externally defibrillated. Farfield oversensing was also noted exhibited by this right atrial pace/sense lead.